Event description:
Info received indicates the bed has no electrical ground.

Manufacturer narrative:
The tech found the ground pin was broken from the ac power cord plug. The tech replaced the plug to repair the bed.